Event description:
During the device evaluation, white foreign objects were found in the air/water nozzle and the tip cover. There was no patient involvement.

Manufacturer narrative:
A review of the device history record revealed no deviations that could have caused or contributed to the reported issue. Based on the completed investigation, the white foreign materials found during evaluation were likely the result of prolonged exposure to ozone water, a strong oxidizing agent known to accelerate resin degradation, used in the oed-10002 plus endoscope reprocessor. While ozone water likely contributed to the whitening of resin components, the root cause of the white foreign material and why it remained in the device could not be definitively determined. The event can be detected/prevented by following the instructions for use which state: gif-h190n operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope. Caution, olympus products are not guaranteed its durability against ozone water. Accordingly, use of non-olympus reprocessor may cause unintentional breakage. The only disinfectant olympus guaranty durability of endoscope and possible to provide high standard disinfection are glutaraldehyde type and peracetic acid type disinfectant solutions. If you use disinfectant other than above, we would like you to thoroughly aware of characteristics of the agent. And we suggest you inquiring of manufacturers of the reprocessor and disinfectant if necessary. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.